Event description:
Fractured titan base. Fractured part of the titan base stuck in the implant and could not be removed. The implant needed to be explanted.

Manufacturer narrative:
No product probem detected. The titan base fracture was caused by unilateral overloading. Fractured part of the titan base stuck in the implant and could not be removed. The implant needed to be explanted.